Manufacturer narrative:
A patient's s1 lead pulled out of incision was reported to abbott. As a result, the patient's leads were explanted to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
Reference manufacturer number: 1627487-2021-15506. It was reported that the patient's drg lead had pulled out of the incision site. In turn, the patient underwent surgical intervention wherein the system was explanted to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.